Event description:
A 6f angio seal mp vascular closure device was used to seal the arteriotomy site post percutaneous coronary intervention procedure (pci). Hemostasis was achieved. Ten days later, the patient was hospitalized at another hospital. The patient complained of pain and a 2-6 cm hematoma formed around the puncture site. The patient was treated with firstcin (dosage unk) medication and was monitored for a few days. The patient was discharged home two weeks later. Blood test revealed a staphylococcus aureus infection. The physician stated that the inflammatory site was deep under the puncture site of the angio seal. Reportedly, the patient was in good condition.